Manufacturer narrative:
The exact event date in 2026 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 20026 an automated impella controller was returned as oobf for investigation of a controller error. Two days later while performing preventative maintenance, the console failed step 2.6. The console failed step 12.3 spec (90<=pr<=125) and measured (130 mmhg). The pressure sensor was replaced and the new passing value is (124mmhg). The console had a battery failure alarm displayed. After opening the console up and checking, the batteries were depleted as the console had been siting with no charge for a long time. The batteries were replaced and after the repair the console was performing normally and no alarm were present. No patient was involved.

Manufacturer narrative:
This follow-up MDR is being submitted to document the final investigation conclusions and to correct information provided in a previously submitted MDR. Section b3 has been updated to correct the date of event. Section d9 has been updated to reflect that the device was returned to the manufacturer for investigation. Section h3 has been updated to indicate that the device was evaluated by the manufacturer. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the cause of the battery failure alarm was due to the depleted battery. The cause for the aic failing the purge pressure test was due to the purge pressure sensor malfunction.